Event description:
It was reported that when using the bd pyxis¿ medstation¿ es wpkw2nw1 drawer cubie failed. The customer attempted to release the cubie, but it did not respond. After rebooting the entire unit, the drawer and all individual cubies continued to fail and were not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) had arrived at the station and found that drawer 3.1 was not on the bus. After testing, it was determined that the drawer controller board was failed. The fse had replaced the drawer controller, but upon rebooting, it failed again, indicating a deeper issue. Each cube tray was removed, and shards of foil were found touching a contact in row a. The metallic material was removed, the drawer was reassembled, the drawer controller was replaced, and the system was rebooted successfully. The drawer was tested for proper operation through the hardware test application. The system functioned as intended after the field service engineer repaired the device.